Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate shocks for onset of atrial fibrillation with rapid ventricular conduction resulting in therapy exhaustion. The device was reprogrammed and medications were optimized. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.